Event description:
The patient had a cardiac catheterization in 2001. A vasoseal device was used to achieve hemostasis. The patient returned for another cardiac catheterization procedure six days later, and hemostasis was achieved with the closer tsl 6 fr device. Five days after this the patient was readmitted to the hospital and treated for a staph infection. The perclose representative noted that the patient has had multiple procedures in the past, but this was the first time a perclose device was used to close the arteriotomy. It was also noted that the patient had not received any prophylactic antibiotics at the time of the procedure.